Event description:
Asr revision. Asr xl acetabular system - left. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reasons for the revision were as follows: pain; component loosening. These reasons are in addition to the previously reported condition of alval/soft tissue reaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl acetabular system - left. Reason(s) for revision: alval / soft tissue reaction, component loosening & pain. Update: further 2 reasons for revision & surgeon added as per dpyous57 & update email received 11 june 2012. Query email sent to crawfords - belgium regarding which component was loose - they are awaiting reply from hospital as of 27 june 2012.